Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. Upon inspection, the technician confirmed the exhalation valve receptacle was broken and confirmed the root-cause to mishandling.

Event description:
The customer reported while using the vela ventilator; the exhalation valve receptacle is broken on the unit. The customer reported they were transporting a patient when the bed bumped into the ventilator and the exhalation valve receptacle broke. The customer reported the patient was manually ventilated while they changed out the ventilator. The customer reported no patient consequence is associated with the event.